Manufacturer narrative:
D10 ¿ product received on: 22jan2019. Investigation ¿ evaluation . A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection were conducted during the investigation. The visual inspection of the complaint device biomatter was present along the device. The sheath was separated approximately from the proximal hub. The inner coil was exposed and had become elongated. Dimensional analysis of the sheath confirmed that the device had been manufactured within the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed lot 8923673 recorded no nonconformances. No other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided and the results of the investigation, a definitive cause could not be established appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a lower extremity intervention, a flexor high-flex ansel guiding sheath separated. Access was obtained in the groin for a contralateral approach. An unknown balloon and wire guide were utilized through the sheath during the procedure. The patient's anatomy, including the access site, was reported to be calcified and scarred. Resistance was reported during insertion of the device; however the procedure was completed with the complaint device. Upon removal of the sheath from the patient's body, the sheath began to tear. The dilator and unknown wire guide were in the lumen of the sheath prior to removal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.